Event description:
On 24feb2021 the customer provided additional information regarding patients whose samples had given erroneous elevated results on dxi 800 analyzer serial number 607646. A total of two (2) patients' information was provided for review. Of those two patients, one patient was reported to have had a false diagnosis of myopericarditis and was inappropriately treated with colchicine. He also received unnecessary imaging. There is no further information regarding patient treatment or management. This patient is addressed in report number 2122870-2021-00027. The other patient did not undergo additional changes to medication due to the erroneous elevated access high sensitivity troponin I result. Patient was sent to another hospital and discharged (duration of the stay is unknown) after having a normal troponin result. There is no further information regarding patient treatment or management.

Manufacturer narrative:
On 24feb2021 additional information was received regarding change to patient management in association with this event. This patient is addressed in 2122870-2021-00027/ internal beckman coulter case identifier case (B)(4).

Manufacturer narrative:
The hstni (access high sensitivity troponin I) reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to evaluate instrument performance on (B)(6) 2021. The fse performed hs system check that failed (one flyer on the foam portion). The fse performed a ¿mini¿ preventive maintenance. Duckbill valve, aspirate probes and aspirate probe peri tubing were replaced. The wash wheel was removed and moderate dusting was noted. The wheel was cleaned and reinstalled. The mixer spinner alignment was checked, adjusted and fine tuned. The instrument is working within specifications. The information provided suggested generation of non-reproducible erroneous elevated hstni results may due to contamination of several reagent packs due to an extremely elevated sample being tested at least twice on those packs. Use error contributed to the event as the customer did not repeat the samples tested after the high troponin I sample using a fresh reagent pack. An important product notice (fa-000328) had been sent to the customers on (B)(6) 2020 to inform customers of potential carryover with elevated samples: per the access hstni instructions for use (IFU), part number (pn) c11140 l, ¿samples with very high ctni concentrations may cause carryover into the access hstni reagent pack. The extent of carryover observed is directly proportional to the ctni concentration that is present in the high sample. If a sample with ctni >270,000 pg/ml (ng/l) is tested, clinically significant carryover may be observed with all subsequent samples that are tested from the same reagent pack. In one study, the estimated carryover (based upon the upper and lower limits of the 95% ci) was 3-5 pg/ml (ng/l) from a high sample at 270,000 pg/ml (ng/l) and 5-8 pg/ml (ng/l) from a high sample at 500,000 pg/ml (ng/l). If there is suspected carryover into the reagent pack, use a fresh reagent pack and repeat all samples that were tested after the high ctni sample.¿ the patient sample which most likely caused the contamination had a hstni result which was almost six (6) times the threshold for pack contamination. At this time, there is no sufficient evidence to reasonably suggest that the hardware malfunction found during service of the instrument on (B)(6) 2021 was a combined failure mode for the non-reproducible erroneous access hstni.

Event description:
On 22january2021 the customer reported that non-reproducible elevated troponin I results (access high sensitivity troponin I, part number b52699 and lots 922338 and 922040) were generated on the customer¿s dxi 800 (dxi 800 access immunoassay w/spot b) for multiple patients. On (B)(6) 2021, the customer ran an extremely elevated patient sample which was flagged as ovr (over range) on both the neat and auto-diluted assays across two different instruments (serial numbers (B)(4)). The customer repeatedly tested the sample on several packs in order to get an exact result. Those results are not questioned. After diluting the sample (1:100), a result of 1.4 million ng/l was obtained. The customer reported that several reagent packs were contaminated by the elevated sample without them noticing it until the (B)(6) 2021. They discarded the reagent packs. The customer reported that multiple patients had erroneous results released between (B)(6) 2021 and (B)(6) 2021 but could not provide exact details regarding number of patients or specific erroneous results. The customer reported there was a change to patient treatment or management which occurred in connection with this event. The customer did not state what specific treatment was provided. No further information regarding patient treatment or outcome has been provided at the time of this report. Low level of quality control was out high between (B)(6) and (B)(6) 2021, time of the event. System check and calibration at the time of the event were not provided for review. There were no hardware errors or other flags reported at the time of the event. No issues with sample integrity were reported by the customer. No sample collection or processing information was provided by the customer. Note: as there were two dxi 800 access immunoassays analyzers involved in this event, a separate complaint was filed for each analyzer. The other case filed for this event is beckman coulter internal identifier (B)(4).